Manufacturer narrative:
The previous report documented the service center as (B)(6), and the investigator as (B)(6). As per communication with affiliate the investigation was performed in (B)(6) by (B)(6). Reporter's phone number: (B)(4). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side on the air oscillator device was not functioning and was defective. It was noted that there was a tool side coupling defect. It was further determined that the device failed pretest for check saw blade quick coupling, check saw head, check the hose coupling, check performance, check symmetry, check for excessive noise, check for air leak, check frequency, and check the starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.